Event description:
A 5-french feeding tube was inserted through the right naris and placed into the stomach. Under fluoroscopy guidance, multiple attempts were made to advance the tip through the pylorus. Significant resistance was noted and the tube was removed noticing that the guide-wire had poked thought the tube. Some blood was noted at the level of the right naris and 3 cc of isovue were carefully hand injected into the feeding tube. No evidence of gastric perforation. A uvc was inserted through the left naris and under fluoroscopy guidance, 1.5 cc of isovue contrast material was carefully hand injected into the upper esophagus. No evidence of fistula - perforation.